Manufacturer narrative:
The customer reported a complaint that the thermogard console (sn (B)(6)) displayed the tcmid:06 (ce post failure) error message was confirmed during the event log review but not during the initial functional testing. During device evaluation, the lm-34 a/b temperature sensor was found to be degraded, which most probably caused the thermogard console to display the tcmid:06 error message intermittently. The event log was reviewed and confirmed the occurrence of the tcmid:06 error. The thermogard console passed the functional testing without errors. The tcmid:06 error message noted in the event log was reproduced during the functional testing. However, further testing of the thermogard console revealed a possibly degraded lm34 a/b temperature sensor as the root cause for the intermittent tcmid:06 error. The lm-34 a/b temperature sensor was replaced to address the fault. Following the service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(6)) displayed the tcmid:06 (ce post failure) error message. No additional information was provided. No harm to the patient.